Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopically assisted total proctocolectomy with ileoanal j-pouch reconstruction and loop ileostomy creation procedure, the first stapler, was unable to close with tissue between the jaws, while the second stapler was able to cut but it did not staple when fired. There was no patient injury.